Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used in the kidney during a percutaneous nephrolithotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon would not stay inflated. Reportedly, the balloon had a pinhole. The procedure was continued using the deflated balloon and the procedure was completed at this time there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.